Manufacturer narrative:
(B)(4) implantable tachy lead, (B)(6) 2012. (B)(4) implantable pacing lead, (B)(6) 2012. (B)(4). Device remains in use.

Event description:
It was reported that there was low impedance. The device remains in use, with no intervention planned at this time. No patient com plications have been reported as a result of this event.

Event description:
It was reported that there was low impedance. The lead remains in use, with no intervention planned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.